Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device has not been successful in controlling symptoms since the implant date. Pt reports is unable to void during the night and put catheter in every night. Pt reports is not able to feel the stimulation. Troubleshooting was unable to be performed as pt reports wanting to speak with hcp before making therapy changes. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from patient per the orlando hcp, the device was not the problem. Per the ocala hcp, it was not device problem. Patient stated not placing device on the bone. The patient¿s new hcp ordered xrays which showed the current wire was not correctly placed. Patient plans on keeping the battery but replacing the wire. Patient is sure hcp will return device for analysis. Patient is awaiting surgery date. Furthermore, patient recommended hcp taking xrays after surgery because patient stated that when coming out of surgery, there were two manufacturer representatives (rep) who kept asking patient if the felt stimulation 3 or 4 times and patient did not feel stim so they went away.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2g69x, implanted: (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot# (B)(6), ubd: 2023-03-08, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated therapy information regarding blood in urine. On (B)(6) 2022 they stated they did experience urinary retention prior to the device, their retention has worsened as a result of the devise or therapy. Catheterization was not the patient's 'standard of care' prior to the device. They stated this is their 3rd interstim, and prior to 2012 they were having cystitis too often. Their primary doctor recommended they see a urologist. For 5 years they had no infections. They moved and had an appointment with a urology office because cystitis returned. They kept telling them their 5 year battery was dead and needed to be replaced. For 1 1/2 years they went through cystitis, pain and every office visit they would say they had blood on their urine. Finally, instead of the doctor replacing the battery, the also pulled the wire. Cystitis continued to 2018. They moved to ocala where the doctor replaced the battery and wire. When they continued being not able to void, the doctor said to cath every morning and evening. Still during the night, every 2 hours they would try to void, not doing enough to empty, pain and burning very bad. So they now void by cathing night, also sometimes as many as 4 times. They stated now during the day they have no burning but cannot completely empty. They stated their primary doctor thinks the bladder tact they had in the 1990s was too high.

Event description:
Additional information was received from the patient. They stated they did experience urinary retention prior to the device, their retention has worsened as a result of the devise or therapy. Catheterization was not the patient's 'standard of care' prior to the device. They stated this is their 3rd interstim, and prior to 2012 they were having cystitis too often. Their primary doctor recommended they see a urologist. For 5 years they had no infections. They moved and had an appointment with a urology office because cystitis returned. They kept telling them their 5 year battery was dead and needed to be replaced. For 1 1/2 years they went through cystitis, pain and every office visit they would say they had blood on their urine. Finally, instead of the doctor replacing the battery, the also pulled the wire. Cystitis continued to 2018. They moved to ocala where the doctor replaced the battery and wire. When they continued being not able to void, the doctor said to cath every morning and evening. Still during the night, every 2 hours they would try to void, not doing enough to empty, pain and burning very bad. So they now void by scathing night, also sometimes as many as 4 times. They stated now during the day they have no burning but cannot completely empty. They stated their primary doctor thinks the bladder tact they had in the 1990s was too high.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.